Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient's artificial urinary sphincter (aus) was not functioning properly. During the surgical procedure, a crack was identified in the cuff connecting tube. The cuff was replaced. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4).. Concomitant product UDI for balloon is (B)(4).. Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The cuff was visually inspected and leak tested; both tests passed, and no damage or abnormalities were observed. The black suture tubing was also visually inspected and leak tested. Visual examination showed that it was returned with a straight quick connect window connector attached, and the suture tubing exhibited wear down to the filament. The leak test passed as well. Based on the available information and analysis results, the reported clinical observations of device mechanical issue and tube hole/perforation could not be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions.

Event description:
It was reported that the patient's artificial urinary sphincter (aus) was not functioning properly. During the surgical procedure, a crack was identified in the cuff connecting tube. The cuff was replaced. No patient complications were reported.